Manufacturer narrative:
(B)(4). Manufacturer method, results, conclusions: manufacturer eval pending product return.

Event description:
Originally reported to idtf, pt self-tester reports: on (B)(6) 2009, protime system inr results between 4.6; unspecified lab system inr result 2.2. On (B)(6) 2009, unspecified lab system inr result 2.3. Pt therapeutic range 3.0 - 4.5 inr. No report of adverse event, serious injury, or interventions.